Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a right upper lobe wedge resection procedure. The jaw would not open after deployment. There was a struggle to release the device. A new handle and reload were opened and used without further incident. After the procedure, the device was stiff. It took an unusual amount of pressure to ratchet and were unable to remove the reload from the handle. -###-from (B)(4) -duplicate of (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, it was opened by force. Most of the staples were just hanging from the load, some fell off into the cavity, a few were in the lung tissue. There was an unanticipated tissue loss since the surgeon had to move the staple line proximally in order to get a clean resection of the tissue. Patient status: discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, all the staples were retrieved. When the surgeon fished them out the staples were all connected together.